Event description:
A report was rec'd that the radioactive source became stuck. The event occurred 4 days after the installation of a replacement cordreel assembly by the foreign svc rep. Different length mounting screws holding the cordreel to its mounting bracket had been mistakenly reversed. This caused the cordreel (attached to the end of the source drawer) to bind and eventually lead to the source becoming stuck.